Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back under the back therapy electrodes that is itchy, but there are no allegations of any open areas. There was no alleged device malfunction contributing to the irritation. Patient's physician saw the irritation and recommended using calamine lotion. Follow up indicated that the rash is improving.